Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the brush was inserted into the scope, it was noted that the pull wire was broken and punctured the catheter. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.